Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported by the parent that the patient was getting egv of 102 mg/dl when she suddenly felt weak. When the parent saw the patient, she was starting to have a seizure. The patient's parent said that the seizure lasted less than 5mins. The patient was disoriented during this time. The patient also experienced symptoms of a headache and her arm was in pain after the seizure. The parent gave her orange juice without performing a bg test. As the symptoms (disorientation, headache, and arm pain) persisted, she gave the patient an advil for the headache. Shortly after, they got a "high" cgm reading alert but when they did a fingerstick, it measured 217 mg/dl. At the time of the call, the parent said that they'll be visiting an urgent care. No other treatment was taken at home yet for rebound hyperglycemia. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient was given orange juice and advil, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.